Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One rfa2030 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the temperature was unstable during use. The reported condition was not confirmed. The water circulated normally through the product and the product did read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported ablation started from 60w and raised by 20w every minute but wattage was unstable and moved up and down around 15w during use. The first break occurred after about 3 min and the break kept occurring every min after that and the temperature was only 37 degree during 3rd break. Also, the device was able to ablate only at the tip part of the needle. Ablation was performed again but break occurred after 1min, the temperature was 30 degrees. Another product was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the ablation started from 60w and raised by 20w every minute but wattage was unstable and moved up and down around 15w during use. The first break occurred after about 3 min and the break kept occurring every min after that and the temperature was only 37 degree during 3rd break. Also, the device was able to ablate only at the tip part of the needle. Ablation was performed again but break occurred after 1min, the temperature was 30 degrees. Another product was used to complete the procedure. There was no patient injury.